Manufacturer narrative:
Correction: h6: code should reflect device not returned.

Event description:
It was reported that presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead was found to have under-sensing, failure to sense, and loss of capture. A sustained patient arrhythmia was noted as well. The physician suspected the ra lead had dislodged. No intervention was reported. The patient was stable and no other adverse consequences were reported.

Manufacturer narrative:
Additional b2: field should reflect additional surgical intervention.

Event description:
New information received notes that the lead was repositioned on 1 mar 2023. Multiple attempts were required to successfully reposition the lead. The physician alleged that patient anatomy may have contributed to the dislodgement. No further adverse consequences to the patient were reported.